Manufacturer narrative:
Results of investigation: vyaire received gas delivery engine assembly for evaluation, technician inspected the gas delivery engine externally, no physical damages were found. Installed a known good oxygen relay assembly all sections passed within specifications. The reported complaint was confirmed and duplicated. This is isolated to faulty oxygen relay assembly. Move gas delivery engine assembly to factory service to have new oxygen relay assembly install and then have gas delivery engine assembly processed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported that the issues were duplicated on patient and test lung. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported high fraction of inspired oxygen and high positive end expiratory pressure alarms on a patient on the avea ventilator. At this time, there is no information regarding patient harm associated with the reported event.